Event description:
It was reported that there was a hairline crack on the tank. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. Enclosure cracked under the quick connect, non-OEM, reservoir gasket is worn out, outdated quick connect, pcb, and power switch. Performed a visual inspection. Filled reservoir with water, attached temp check e5579 due date apr 2024, plugged in line cord and turned power on. Performed functional testing. The customer's indicated failure was confirmed. The root cause was traced to wear and tear from daily use of the drain tube. No action taken due to the condition and or age of the device. It is deemed beyond economical repair and will be scrapped. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.